Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system experienced a failure of the drawer. A field service engineer reseated all connections within drawer to recover drawer failures on legacy cubie drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.